Manufacturer narrative:
The technician investigated and found no problems with the bed. The facility was using a hill-rom mattress and the bed does have hbsw siderails.

Event description:
The risk manager alleged the patient dropped the patient pendant on the floor and when the patient reached down to retrieve it, the patient's arm became stuck between the right head siderail and the mattress. The facility called the fire department to cut the siderail arms to extract the patient's arm. The patient was not injured and required no medical treatment.